Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the new right ventricular (rv) lead was damaged while being implanted. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2026. The patient's condition is unknown.